Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 12/11/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection using magnification was performed to the returned sample. Only the lens was returned. Which was cut in two pieces. Loose fibers/particles were observed, on lens pieces related, the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens piece. The condition in which the sample returned, is consistent with a lens that was implanted and explanted. Based on the information provided, there was no failure against the lens reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, two additional complaint folders for this production order number. However, product deficiency was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to anisometropia. It was replaced with a non-johnson and johnson iol. There was no incision enlargement, no vitrectomy, and no sutures required. No patient post-op injury. The patient was fine post-op. No other information was provided.